Event description:
It was reported that the device had repeatable failure of cassette not attached properly. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1-reporter facility name: (B)(6). H3: one device was received for evaluation. Visual inspection showed the pump was in overall good condition. The device had not been serviced in the last 12 months. Functional testing was performed but the review of the event history log (ehl) confirmed the customer's reported problem. The root cause of the problem was a faulty downstream occlusion (dso) sensor. The dso sensor will be replaced to solve the problem.